Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the section b5 for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard beep tones mostly in the evening but sometimes in the morning for a few months. The patient had stayed in touch with his clinic and was told to perform a patient initiated interrogations (pii) and a successful upload was received. Latitude data showed high out of range pacing impedance measurement, measuring greater than 3000. The patient confirmed hearing 16 beeps every 6 hours and boston scientific technical services consultant discussed reasons for the device to beep and recommended that the patient go to the emergency room if he has any symptoms. No adverse patient effects were reported. This device remains in-service.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard beep tones mostly in the evening but sometimes in the morning for a few months. The patient had stayed in touch with his clinic and was told to perform a patient initiated interrogations (pii) and a successful upload was received. Latitude data showed high out of range pacing impedance measurement, measuring greater than 3000. The patient confirmed hearing 16 beeps every 6 hours and boston scientific technical services consultant discussed reasons for the device to beep and recommended that the patient go to the emergency room if he has any symptoms. No adverse patient effects were reported. This device remains in-service.